Event description:
The customer reports that the device hour glass had a red x and was chirping. It also failed opcheck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device hour glass had a red x and was chirping. The device also failed opcheck. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the problem on the (B)(4) 2012. The therapy pca was replaced to resolve the complaint. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the therapy pca that caused the device to have a red x and stop functioning.